Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. Based on the report of olympus europa se & co. Kg (oekg), omsc concluded that the reported phenomenon had occurred due to the damage of a/d converter on the main board of the subject device. Omsc also surmised there was the possibility the damage of a/d converter on the main board might have been occurred accidentally, not frequently. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
Since the subject device has not been returned to olympus medical systems corp. (Omsc) for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the error e002 appeared at the unspecified timing. At the incoming inspection for the repair, the service department of olympus (B)(4) se & co. Kg could not duplicated the reported phenomenon, but the error code, e002 had been logged in the subject device. The service department of (B)(4) also found the oxidizing inside the subject device which could be attributed to damage on the mainboard and the power supply board of the subject device. The service department of (B)(4) considered that the oxidizing inside the subject device might be attributed to the water. There was no report of patient injury associated with this event.